Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a examination and the examination got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse checked the equipment operation log and determined that there was a software failure detected in the equipment's main computer and it automatically recovered. The fse replaced the disk drive on which the os/application was stored, reinstalled the os/application, and restored adjustments and settings. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the equipment restarted and can't do fluoroscopy. The device was in clinical use. Philips has started an investigation of the complaint.